Manufacturer narrative:
(B)(4) has not previously repaired/evaluated this air dermatome. The air dermatome was manufactured on december 9, 2015 and is 10 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(4) on february 20, 2017 revealed that the lift was worn and the engine had a slight hard point. The control was twisted and the calibration of the head was no longer good. The service technician noted that this would have certainly caused the zebra graft problem. It is not clear based on the (B)(4) service order whether the customer intends to repair the device. However, enough information was provided during the initial inspection to confirm the reported event. The reported event ¿that when the product was used it produced a ¿zebra graft harvest¿¿ was confirmed since during the initial inspection by (B)(4) the service technician noted that the control was twisted and the calibration of the head was no longer good. They determined that this would have certainly caused the zebra graft problem. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the thickness control lever that was twisted and the device being out of calibration. It is unclear how the device became damaged or out of calibration, but it can most likely be assumed that the user mishandled the device. The IFU states to ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that when the customer used the product, they obtained a "zebra graft harvest". Additional information received on november 9, 2016 stating that the dermatome that was installed in the spring 2016 and has produced unusable grafts and left an "unsightly scar" on the patient's leg. The customer reports that the lot number of the blade has been verified, there is no proven with another dermatome. The connections were made correctly and the operators are familiar with this device. The event occurred during surgery on (B)(6) 2016. There was a report of harm, injury or adverse event to the patient in that the bad skin removal let an unsightly scar and there was an unknown impact/damage to the graft harvest. There was no harm or injury to the operator. It is unknown if there was any medical intervention/additional surgical procedure required, extension in surgery or if an alternate device was utilized to complete the surgery. The blade was placed properly for use and the surgical technique for the product was utilized.